Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms of pre-syncope. It was noted that the right ventricular (rv) lead had high thresholds, which had increased rapidly resulting in an intermittent loss of capture. A rapid increase in impedance was also noted. The lead was reprogrammed, and then capped and replaced. No further patient complications have been reported as a result of this event.